Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a return of symptoms after passing through a security gate. Additional info has been requested, a follow-up report will be sent if additional info becomes available.